Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys probnp ii immunoassay (probnp) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample was initially tested in a sample cup on top of the primary tube and resulted as approximately 300 pg/ml. The primary tube was repeated, resulting as 3600 pg/ml. No adverse events were alleged to have occurred with the patient. The probnp reagent lot number and expiration date were asked for, but not provided. The sample cup that was used in the initial measurement was not within specifications. It was also suspected that there was inadequate sample volume in the cup. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes may be related to the sample cup not being within specifications and/or inadequate sample volume.